Event description:
Per cdrh's maude report (B)(4): one bio composite screw fragmented while being placed in clavicle. Screw removed, implanted portion remained in tunnel. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event include flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, incorrect driver and screw combination, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.